Manufacturer narrative:
Patient identifying information is not available for reporting. Device broke intra-operatively and was not implanted/explanted. Device returned to manufacturer for review/investigation on (B)(4) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: july 9, 2012 - expiry date: july 1, 2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6). As follows: it was reported that a locking compression plate (lcp) broke during surgery. The break occurred after inserting the drill sleeve into the hole. No reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the device history record was researched with no abnormal findings identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, it is likely that the cause of failure is not due to any manufacturing non-conformances. Marks of a plier near the connecting link were discovered, and are likely to have caused the fracture due to a temporary overloading occurrence. Please note that titanium plates may be bent only once, repeatedly bending back and forth weakens the material. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.